Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion throughout the handpiece.

Event description:
It was reported that during testing conducted by a field service technician, the device displayed a bias current error. There was no pt involvement and no adverse consequences alleged with this event.